Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. This 16mm x 2.50 liberte bare (mr) stent was advanced and the physician was unable to pass the target lesion due to the bent stent strut. The procedure was completed with another liberte bare stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the balloon found that the stent was detached from the balloon and was not received for analysis. The balloon did not appear to have been subjected to any positive pressure. There was a clear impression of the stent crimp on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).